Manufacturer narrative:
The tech found excessive lubrication on the hi/low drive brake assembly. The technician cleaned the hi/low drive assembly to repair the bed.

Event description:
Info rec'd indicates the hi/low drive is drifting.